Event description:
It was reported that the device had a power on reset (por) while the patient was receiving radiation treatment. The por was cleared, the device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).